Event description:
Customer reported a past low blood glucose event with a lowest level of 53 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Technical support advised customer to consult with a healthcare professional to discuss potential factors impacting blood glucose levels, and the caller understood this recommendation. No assistance from third parties was required.